Manufacturer narrative:
The latch was found deformed as indicative of it being detached from sled (cav. 2), that is why the internal cannula components were not sliding properly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device did not ensure enough force to pin the strap into the tissue. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.